Event description:
Reference MFR report: 1627487-2009-00307. On 6/5/2009, the physician explanted the patient's existing scs system and implanted a new stimulator and 2 leads. It was reported that post-operatively, the patient experienced involuntary contractions and shaking, lower extremity weakness and minimal upper extremity weakness. CT scans were performed but were inconclusive. The physician admitted the patient to the hospital for 3 days and administered high-dose steroids. Follow-up on the patient found that she was reprogrammed and is receiving good stimulation. The patient was doing well and was released from the hospital on (B) (6) 2009. No devices were explanted.

Manufacturer narrative:
Device 1 of 2. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in a response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.